Event description:
Info reported by implant surgeon: on (B) (6) 2009 -pt underwent open parastomal repair with a porcine mesh. The surgery went well and, postoperatively, the pt was admitted for observation. In the postoperative period, the pt's bowel was noted to have variations in motility. On (B) (6) 2009 -the pt underwent open exploratory surgery. According to the implant surgeon, the intra operative findings during this procedure were that there was an inflammatory response, bowel obstruction, multiple enterotomies, and adhesion may have been noted to the graft. On (B) (6) 2010 -the pt expired while in the hosp. The caused of death as reported by the implant and second surgeon was a stroke (and not related to the mesh).

Manufacturer narrative:
Davol has follow up with the implant surgeon, however, the implant surgeon declined to respond when asked specific questions about the event and provided only the minimal info reported in the MDR. The implant surgeon stated he did not report the product caused the death of the pt. The implant surgeon requested we contact the surgeon who performed the (B) (6) 2009 procedure (second surgeon). Davol has contacted both the second surgeon office and the risk mgr of the user facility to request additional info. A rep of the second surgeon office reported that the surgeon wanted davol to know that the pt's death was not related to the mesh however, the pt had a "complication/issue" with the mesh. However, no additional event details have been provided, nor specific questions answered. A DHR review has not been conducted, since no specific product code or lot number have been provided. This MDR includes all pt, event and device info davol has received to date. Based on no sample having been returned for evaluation and on the available info, we are unable to determine if or how the device caused or contributed to the pt's complications.